Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
We received yesterday an email from a customer reporting the following event : "on (B)(6) 2017, I had an operation following a fracture of the tibia-fibula. I was put in surgical equipment that the hospital said came from your laboratory. Following this operation, I had many problems (paresis of the spe, persistence of a very important edema until my second operation and this disappeared as soon as the plaque on my leg was removed and I had to do 10 months of rehabilitation. Therefore, to remove any doubt about a possible allergy to the equipment, I would like to have in writing the exact composition of this equipment. Here is the information provided to me by the hospital on this equipment: I was performed an open-hearth osteosynthesis with a medial distal axos plate 10 holes.